Event description:
Related manufacturer reference number: 3006705815-2022-17721 and 3006705815-2022-18282. It was reported the patient's ipg was inoperable following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. As well as leads had migrated due to unrelated trauma. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.